Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, it was observed that the c-ring on the vasoview hemopro 2 was not built normally. The outer arms of the c ring were too wide and not normal to mfg. A replacement device was used to complete the procedure. The hosp did not report any pt effects.